Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had open wounds under the four electrodes. It was reported that the patient has chronic shingles and has broken out under the four electrodes. The electrodes on the lifevest irritated the shingles, which led to red, open skin and blistering. The patient consulted her doctor who advised her to end use of the lifevest. Follow-up indicated that the patient did end use and the wounds were improving.